Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 8361012. The product reference ab61181002 lot number 8361012 has been manufactured for (B)(4) pieces in february 2023. The expiry date is december 2026. Checking the quality databases revealed one non-conformity tw822426 opened on january 2023 and a corrective and preventive action is ongoing tw470775 "balloon bursting trending for folysil and silicone prostatic catheters." On 21th february, we received one used sample. Visually we saw balloon was burst, sample was sent to our subcontractor for investigation. On 21th april we received subcontractor's investigation: "the probably root cause of the balloon burst was defect of raw material a non-conformity was already opened about this topic. For this issue CAPA tw470775 and nc tw822426 covers the lot number 8163612 made in december 2021.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a balloon burst. No other adverse patient effects were reported.